Manufacturer narrative:
B5: the lens was explanted by a different surgeon and will not be returned. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Race: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.00/+4.0/107 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2021. The lens was reported as low vaulting with lens rotation. The reporter indicated the surgery was performed with some traumatism due to iris prolapsed into both paracentesis during surgery. The lens remained implanted. Additional information has been requested but none has been forthcoming.